Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device did not pass the touchscreen calibration test and the device indicated that the front bezel should be replaced. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen passed the touchscreen test; however, dry contamination was found on the device touchscreen. The probable cause of the customers reported touchscreen would not calibrate was due to contamination due to fluid ingress. Further testing found the device powered on with a whitescreen error. This was due to a software error. The device also alarmed with a s321 (motor error-left) malfunction alarm code. The probable cause was due to a broken motor encoder. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.